Event description:
It was reported that the smiths medical pump alarmed ?no disposable pump won't run". Pump settings: res vol 168.8 ml, rate 2.6 ml/hr, given is 81.20 ml. Air bubbles were observed in the tubing that extends across the top of the cassette. The patient was not affected. No further information available.